Manufacturer narrative:
A field services engineer (fse) contacted the robotics coordinator and was informed that the patient's anatomy was the cause of the issue, however specific details were not provided. It remains unknown if the surgeon had anticipated potentially converting to open due to the patient's anatomy prior to starting the procedure. The robotics coordinator put the pad on her arm yesterday and the status was green. The system was being used with no issues. No site visit was conducted by the fse since the system was working properly and no additional action was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer could not get the ground pad to go green. Customer stated that they tried numerous ground pads, power cycled the integrated electrosurgical unit (iesu), moved the ground pad to various spots, and tried cleaning the patient with saline solution. The technical support engineer (tse) asked if they could try power cycling the iesu again or try cleaning the patient again. Customer stated they already did. Tse then asked if customer could verify ground pad worked on the customer. The customer put ground pad on their arm and it turned green. At this point, the surgeon elected to covert to open surgery. Tse attempted to convince customer to set up system with a third party generator, but customer said no. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.